Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. After the pump malfunction, technical support provided the customer with pump reset information and assisted in resetting the pump. The issue did not recur, and the customer was advised to continue using the pump and contact support if any further malfunctions occurred.